Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The lens removed and another same type of lens was implanted. There was no patient injury. The reporter stated this incident was due to a loading error.